Event description:
It was reported to philips that display monitor not functioning due to defective dvi receiver on a allura xper fd20/20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective single link dvi ext receiver ra_display and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).